Event description:
A us distributor reported that an electrode belt displayed a service code 204 (belt/monitor unusable) and had adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt/service code 204) has been confirmed. Upon investigation the belt was unable to properly communicate to a monitor. The cause for the failure was isolated to a defective x700 crystal oscillator on the computer/analog board. The oscillator was not producing any output. Additionally, the l703 component was measuring open causing faults. The root cause for the defective crystal oscillator could not be positively identified. No adverse event resulted from the damaged belt.